Manufacturer narrative:
If additional information is received which changes the outcome of the investigation, a follow-up report will be submitted.

Event description:
It was reported that during a surgery with the nextra hammertoe correction system the proximal implant would not sit flat on the screwdriver. A second screwdriver was opened to complete the surgery. There were no reported patient complications.